Event description:
The customer reported that the system would lock up when the x-ray switch was depressed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep adjusted the ps1 power supply in the 5vdc voltage circuit. The system was tested and found to be working as intended and put back in service.